Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing a sharp, rapid, and burning pain along the top side of their implantable neurostimulator (ins) site. The patient stated it feels like a dozen bee stings in rapid succession and it hurts, but then the uncomfortable sensations stop and the pain goes away. The patient mentioned that this has happened a dozen or so time when the ins is off or on. They noted the issue has occurred intermittently since (B)(6) 2016. The patient was to follow up with their healthcare provider. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
Review of the previous information was performed. The additional statement applies to the information included in the initial MDR. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had been worried that the ins was leaking or something which was causing the reported issues of burning at the top side of the ins site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient letter reporting that there was no observable correlation with the separate events as each event simply happened without warning. All of the events occurred while the patient was at rest and was inactive. The cause was reported to be unknown and therefore the proper steps to resolve the problem and to prevent recurrence are unknown. It was reported that the intermittent sharp, rapid, burning pains along the top side of the ins site had not been resolved but there had not been a recent recurrence. To date, there had been 3 separate incidents with each being 4-8 weeks apart. All had occurred in 2016. The patient provided the information for the health care professional (hcp) that they had seen for the issue. They had an appointment with that hcp on (B)(6) 2016. Per the patient, the hcp¿s conclusion from that appointment was that a replacement battery should be installed in the near future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient had an appointment with a doctor on (B)(6) 2017 and would like to have a manufacturer representative (rep) present. For half a year, the ins was starting to feel like it was dead or dying because they were experiencing a pain like a bee sting on the edge of the ins. The patient didn't use therapy because of the pain and didn't look at the programmer when using it. The patient would turn stimulation on for a little bit if their legs were hurting. The patient was a disabled vet and was 100% covered by the va. It was the third attempt to find a healthcare professional to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.